Event description:
It was reported that during a routine follow-up, far-r and some double counting of ventricular pacing was observed. Strips revealed that the ventricular lead appeared to not be capturing and the patient's r-wave was coming through. There was no capture in unipolar at 7.5 v. Bipolar capture was at 4.5 v. R-wave sensing was >12.5 mv. Possible perforation was discussed.